Manufacturer narrative:
A2 - age at time of event: 18 years or older . G4: premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery to below knee artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.